Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and observed white segments in the infusion tubing that were explained as air bubbles; the user changed supplies with agent guidance, and subsequent follow-up confirmed glucose values trending down toward 200 mg/dl after a recorded peak of 508 mg/dl and approximately eight hours above 180 mg/dl with prolonged high-glucose alerts. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no assistance needed, and no hospitalization. Investigation included remote troubleshooting and education with supply replacement and attempts to obtain infusion set lot information. Investigation of this case revealed a suspected infusion delivery issue consistent with air in line, though the precise cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.